Manufacturer narrative:
On (B)(6) 2016 the (B)(6) checked the image received commenting that: we need to inspect the instrument to determine the root cause because the image is not clear. Batch review performed on (B)(6) 2016. Lot 1417341: (B)(4) items manufactured and released on july 30, 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
While the surgeon was broaching the patient's femur, the ball baring fell out of the broach handle. The ball baring landed on the ground and not in the patient. At that time the surgeon continued broaching with the other broach handle that the sales agent had. The surgery was completed successfully. There are no x-rays available. The broach will be returned to medacta international sa.

Manufacturer narrative:
On (B)(6) 2016, the r and d project manager reviewed the visual inspection, based on the comments received from the supplier of the instruments. The visual inspection was updated as follows: our supplier confirms us that the production cycle of these instrument was verified and there were no anomaly. The more plausible hypothesis is that the spring box plungers were flawed, maybe due to an occasional bad assembly.

Manufacturer narrative:
On 09 june 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: the ball of the spring ball plunger came out from its seat. This is the third complaint with this issue on the new version of this handle from 2013. All these three handles were manufactured by our external supplier that has been contacted to verify the production cycle.